Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt's trunk cable connector was missing. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt was unable to detect or treat a pt due to a missing trunk cable connector. The missing connector rendered the electrode belt unable to connect to a monitor. The root cause for the missing connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the missing connector. The last pt to use this electrode belt did not report any problem.